Event description:
It was reported that the patient had received multiple inappropriate shocks due to an apparent lead fracture. The lead was capped and a new rv lead was implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.